Event description:
The patient was admitted to the hospital on (B)(6) 2012. On (B)(6) 2012, the nurse reported an overdose. The patient had increased lethargy during the day to the point where by that night the patient was put on a narcan drip and was waking up. The hcp did not know what drug was in the pump. The patient was in the ICU. They were considering stopping the pump, but decided to wait until morning and keep the patient on a narcan drip through the night. The patient was being seen by a physician in the morning. The nurse didn't believe that the pump was filled on (B)(6) 2012. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, lot # j0058118r, product type catheter. (B)(4).